Manufacturer narrative:
Concomitant products: product ID 8784, serial# unknown, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The patient was in a wheelchair. The pump pocket was too low and it wasn¿t healing well. The reporter believed that the pump pocket had been too low since implant, but was not certain. On (B)(6) 2015, the pump was relocated to a higher position. During the procedure, the catheter was revised to add additional length due to the relocation of the pump. The catheter was aspirated easily; it was patent. The device system was delivering lioresal. On (B)(6) 2015, it was reported that per this reporter¿s knowledge, the unhealed area had healed and the patient was receiving effective therapy.